Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: it has been received 1 picture for investigation. Upon visual inspection of the picture received, it can be observed the barrel of a 10ml plastipak syringe is damaged. DHR cannot be reviewed since the lot number is not available. This damage on barrel has been caused because it resulted caught against any equipment during manufacturing process. Transport system in manufacturing area for pieces are protected to avoid damage on pieces. Final products in this manufacturing line, for this reference and lot size of 22 pallets are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We can confirm that the root cause of the non-conformance is related with any obstruction during manufacturing process that caused the piece resulted caught against any equipment. In order to reinforce our customer satisfaction, we would like to inform you that our manufacturing are was alerted of this incident.

Event description:
It was reported that upon opening a box of bd plastipak¿ luer-slip syringe(s) it was noticed that they were damaged. They looked ¿almost as if they had been melted¿. The device was not used and there was no report of injury or medical interventions.